Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7083698.

Event description:
It was reported that the patients incisions were not healing appropriately, and the patient started to get an infection. The patient was prescribed antibiotics however, the wound was still not healing properly. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.

Event description:
It was reported that the patients incisions were not healing appropriately, and the patient started to get an infection. The patient was prescribed antibiotics however, the wound was still not healing properly. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned per facility policy. Additional information was received that the patients incision was partially opened with some drainage.